Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one abut hex-lock 3.5mm imp 4 .5 flare (hla3/4) for this complaint were not returned after the event occurred ¿ they were used. Therefore, this investigation was conducted while considering that the products were not returned. Device history record (DHR) review for the lots (63503036 & 63316689) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (63503036 & 63316689) for similar events (complaint category keywords: fracture: screw loosening) and 4 other complaints were identified. Therefore, based on the available information, device malfunction and the reported loosening event could not be verified as the exact details of event was unknown/nonverifiable. H3 other text : product not returned

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Pt info: unk. Email address unknown / not provided. Premarket identification k013227.

Event description:
Doctor reported that abutment constantly falls at tooth site 46. Placement date: (B)(6) 2016. Patient has been rescheduled for new abutment placement. This event refers to capture to the fourth loosening mentioned.